Event description:
It was reported the patient was hospitalized after experiencing an arrhythmia which was appropriately treated via high voltage shocks from the device. Upon interrogation, the device delivered a shorted output stage detection (sosd) alert which indicated potential high voltage circuit damage. Abbott technical support was contacted, and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-68241, the same issue was previously reported as 2017865-2024-67046.